Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported expulsion. The reported patient effect of foreign body in patient was due to the expulsion. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. First clip xtw lot: 40924a1128 was implanted successfully. Imaging the posterior leaflet was difficult. Second clip ntw lot: 40904a1016 migrated after deployment and then fully detached. The clip was in the chordae under the posterior papillary muscle where it was stable. The procedure ended with mr reduced to grade 2. No intervention was performed. The patient was reported to be discharged.